Event description:
It was reported that the device was explanted after implant duration of 3 months, due to endocarditis. It was additionally reported that a second device, model #2700 was implanted. Refer to MFR #600002-2008-09412

Manufacturer narrative:
Device not returned.